Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during procedure to treat an atrial fibrillation (a fib), took in air during aspiration. The syringe was checked, and the physician tried to aspirate several times but took in air continuously. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft by the distal end of the sheath. This visual observation would not have contributed to the reported air ingress and may have occurred during return to boston scientific as this was not reported clinically. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that a faradrive steerable sheath clear during procedure to treat an atrial fibrillation (a fib), took in air during aspiration. The syringe was checked, and the physician tried to aspirate several times but took in air continuously. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was returned for analysis.